Manufacturer narrative:
D9: device returned: 11 oct 2024. Investigation summary one (1) used list# am6154, 10" was returned for evaluation. As received the tube was observed to be separated from adapter. No mating device was returned for evaluation. The sample was tested as per procedure and a leak from the adaptor and the subassembly nanoclave manifold bond was observed, no additional leaks along the set were observed. The separated tube was analyzed through uv light and insufficient solvent was confirmed. Complaint of leaks can be confirmed based on the physical used sample evaluation. The probable cause is due to an incomplete insertion during manual process assembly at ensenada. The probable cause of the separated tube was due to insufficient solvent applied on tube, during manual process assembly in ensenada. A DHR lot# could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock where it was reported from the neonatal intensive care unit (nicu) that the product was leaking at the site near the arrow and was discarded. It was also stated that there was leaking manifolds at the green port. There was unknown patient involvement, unknown human harm and unknown delay in therapy. This report captures 2 occurrences.